Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant investigation.

Event description:
A peritoneal dialysis (pd) patient called tech support with an air detected in cassette warning on the screen in fill 1 of 5. The patient was advised to cancel the treatment and re-setup. It was discovered that there had been a fluid leak which had caused the warning. During follow up the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient¿s reported issue had resolved without any medical intervention. The pdrn stated the patient later changed modality to hemodialysis due to the patient's best self-interest and was not dialysis related. The set was not made available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.